Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: complaint sample review : total three reservoir bulbs were received for evaluation, all three products were inspected visually and for the suction test, no negative observation was identified (video of suction test ) as per the IFU, pont no. 3 of directions for use : activating the j-vac¿ bulb suction reservoir it is important that the patency of the bulb suction reservoir be verified immediately prior to connecting it to the drain: documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) .2024 and a bulb reservoir was used. Reservoir is not able to do suction, cannot inflate. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: photo only, as no device has been received to date: one image, for which, following photo analysis was completed. Received picture was checked visually, and concluded that: photo-1: no product was visible in the shared picture, few packaged (having identification sticker) inside a transparent bag were visible, where, product identification or lot number were not clearly visible. Further analysis of the images received was not possible. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.